Event description:
A false positive advia centaur troponin test result was obtained on a patient sample. The physician requested that the patient sample be retested and the result was negative. The customer performed a four replicate sample test and the results were inconsistent. The customer reported that two other patients on march 15, had inconsistent results for troponin when run in duplicate. Repeat duplication testing was inconsistent for both patients. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was initially sent to the customer site for system inspection. There was a subsequent repair visit by the fse and technical application specialist. The fse replaced the acid and base pump, luminometer and base valve. The instrument is performing within specifications. No further evaluation of the device is required.